Event description:
It was reported that a patient underwent an unspecified laparoscopic procedure on an unknown date in 2022 and suture was used. Half of the needle was broken in the body, the needle was relatively soft, and the surgery was prolonged by 20 minutes to find it. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? 20 min. What tissue was being sutured when the event occurred? Unknown. Was additional dissection required in other organs/tissues other than the target tissue? Unknown. Was there any change in the patient¿s post operative care due to the prolonged procedure?no. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? Unknown. What measures were taken to retrieve the broken piece? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What tissue structure the broken needle was located? Unknown. What is the surgeon's opinion of consequences to the patient? No. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. (B)(4)¿ device not returned. Related events captured via 2210968-2022-07245.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample revealed that two packets that pertains to the product code w9441 were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the two returned samples, the two packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damage or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reported events: 2210968-2022-07245 and 2210968-2022-07246.